Event description:
A customer contacted baxter's technical service center to report receiving a therapy issue with the homechoice (hc) machine during fill 1. The home patient (hp) was not connected. The care giver (cg) would try to start over because of a leak. The technical service representative (tsr) assisted the cg to end therapy in order to use new supplies. The hc was operational. Product surveillance contacted the cg who stated there were pin holes in the drain line. The cg stated the samples were discarded. The hp was doing well on therapy. There was no patient injury or medical intervention reported.

Manufacturer narrative:
Per the care giver, the sample was discarded.